Event description:
A customer reported that the auto-gas port blinked orange with two different syringes. The procedure was completed using manual tubing. There was no harm to the pt. Add'l info, received from the customer, indicated the event occurred during surgery.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the problem reported. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).